Event description:
Procedure type: lap chole. According to the reporter: upon removing the device from the pt cavity, a port of cover at the root of expandable sleeve was disengaged into the pt cavity. A part of the fallen piece was retrieved but there might be residue in the cavity. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. Pt status: ok. No further pt info available.